Event description:
It was reported that the during a follow-up, an eri message was displayed, but the battery gauge was full, showing a measured battery voltage of 2.73 v. A final measurement gave a voltage of 2.46 v, indicating eri.